Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Based on zoll medical safety assessment, a patient admitted to the hospital with unknown condition. Ivtm catheter was placed nin a femoral vent and the patient was treated with ivtm for seven days. During the seventh day of ivtm therapy, the physician tried to remove the icy catheter but noticed a large amount of thrombus was on the catheter. Physician decided to have a surgeon in the facility to remove the catheter from the vasculature. The femoral vein was cut open and the catheter was removed. There was no patient consequence was reported. Patients in a critical condition are usually treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. Event was not serious because it did not meet any criteria for seriousness (did not cause death, did not cause life-threatening condition, did not require treatment to prevent life-threatening condition, did not require new or prolonged hospitalization). Event assessed as possibly related to the zoll catheter due to relevant timing and location of possible clot.

Event description:
During the seventh day of ivtm therapy, the physician tried to remove the icy catheter (lot #unknown) but noticed a large amount of thrombus on the catheter. Physician stopped the procedure and decided to have a surgeon in the facility to remove the catheter from the patient. The femoral vein was cut open and the catheter was removed. There was no patient consequence was reported.